Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced diaphragmatic stimulation and this lead exhibited high pacing threshold measurements. This lead was surgically revised and remains in service. No additional adverse patient effects were reported.